Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. There was no information provided regarding hospitalization and treatment. At the time of this report, the patient had recovered from peritonitis. The action taken with pd therapy was not reported. No additional information is available.